Manufacturer narrative:
(B)(4).

Event description:
The pt experienced rib stimulation and her pain coverage changed. An x-ray confirmed a lead had migrated anteriorly. The impedances were measured twice and were 4,000 ohms on the first measurement but less than 4,000 ohms on the second measurement. Both leads were explanted and replaced. About (B)(6) after the replacement, the pt was not receiving pain relief in her left thigh. Additional information has been requested, a f/u report will be sent if additional information becomes available.